Manufacturer narrative:
(B)(4).

Event description:
The patient presented to the emergency room five days after implant with symptoms of a shocking sensation. X-ray demonstrated that the right ventricular (rv) lead of the pacemaker system had likely moved and there was perforation of the heart wall. There was also rv undersensing due to low intrinsic amplitude, along with elevated capture and a low evoked response. The device had delivered some pacing when not required due to the undersensing and there was some noise artifact on the rv channel. The rv lead was subsequently explanted and replaced. No additional adverse patient effects were reported.